Manufacturer narrative:
Medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. Medical records review: the patient with need for deep vein thrombosis and pulmonary embolus prophylaxis prior to a large spinal surgery had an inferior vena cava filter deployed below the lowest renal vein without difficulty. Approximately three months post filter deployment, during scheduled filter retrieval, two separate snare devise were used but were unable to snare the proximal portion of the filter. The procedure was concluded. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before an orthopedic procedure. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review:a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three months post filter deployment, during a scheduled filter retrieval procedure, two different snare devices were used to attempt to snare the filter. Both devices were not successful and the device remained implanted at that time. Therefore, based on the provided medical records the investigation is confirmed for retrieval difficulties resulting in the filter remaining implanted. Per the provided medical records, different types of snare devices were used to try to remove the filter. Per the IFU the user is to "only use the recovery cone removal system to remove the g2 filter". Therefore, the retrieval difficulties is most like due to the type of retrieval device used. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter. After the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before an orthopedic procedure. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.